Manufacturer narrative:
H6 patient codes of low blood pressure/hypotension and diminished pulse pressure removed and replaced with asystole.

Event description:
It was noted a pericardial effusion (pe), cardiac perforation, cardiac tamponade, and conversion to surgery occurred. A concomitant left atrial appendage (laa) closure procedure and pulse field ablation (pfa) procedure was being performed. A small but notable baseline pe was noted on transesophageal echocardiogram (tee) imaging in the four-chamber view, with no known presumed cause. The activated clotting time (act) result was 320. Versacross (vcc) radiofrequency (rf) transseptal access system was used for the transseptal puncture (tsp). Farapulse pfa system and faradrive sheath was used. The pfa procedure was concluded. The vcc rf pigtail wire and was only advanced once and placed in the laa, the faradrive sheath was removed, then the watchman access sheath (was) was also inserted into the la. A pe was immediately noted to be accumulating quickly, which was unrelated to the baseline pe. The patient went into asystole and did not have a pulse or any blood pressure. Cardiopulmonary resuscitation (CPR) and medication resuscitation was performed. A pericardiocentesis was performed along with an auto-transfusion. The procedure was aborted. The patient was converted to open thoracic surgery, where the laa was ligated. A blood transfusion was also performed. The patient is awake, eating, and neurologically intact. The patient is stable and expected to fully recover and will be discharged several days post index procedure. In the physician's opinion, the was caused a perforation through the laa which caused the pe.

Event description:
It was noted a pericardial effusion (pe), cardiac perforation, cardiac tamponade, and conversion to surgery occurred. A concomitant left atrial appendage (laa) closure procedure and pulse field ablation (pfa) procedure was being performed. A small but notable baseline pe was noted on transesophageal echocardiogram (tee) imaging in the four-chamber view, with no known presumed cause. The activated clotting time (act) result was 320 seconds. Versacross connect (vcc) radiofrequency (rf) transseptal access system was used for the transseptal puncture (tsp). Farapulse pfa system and faradrive sheath was used. The pfa procedure was concluded. The vcc rf pigtail wire was only advanced once and placed in the laa, the faradrive sheath was removed, then the watchman fxd curve access system (was) was also inserted into the la. A pe was immediately noted to be accumulating quickly, which was unrelated to the baseline pe. The patient went into asystole and did not have a pulse or any blood pressure. Cardiopulmonary resuscitation (CPR) and medication resuscitation was performed. A pericardiocentesis was performed along with an auto-transfusion. The procedure was aborted. The patient was converted to open thoracic surgery, where the laa was ligated. A blood transfusion was also performed. The patient is awake, eating, and neurologically intact. The patient is stable and expected to fully recover and will be discharged several days post index procedure. In the physician's opinion, the was caused a perforation through the laa which caused the pe.